Event description:
It was reported that due to a cylinder breakage from a tearing separation, the patient had his inflatable penile prosthesis (ipp) removed and replaced with a ipp lgx. It was also explained that one cylinder was broken on both sides and it seems to have been damaged during use. The patient was unsure how this damage occurred and that he did not use his device excessively. It was noted that the patient was stable following this surgery.

Manufacturer narrative:
Product analysis: product analysis confirmed the reported events related to cylinder separation but could not identify a probable cause. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has folds that indicate possible buckling of the cylinders. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Cylinder 2 has wear at folds. Cylinder 2 has the rear tip of the proximal cylinder body being cut off. Based on the event details and visual inspection, it cannot be concluded how and/or when this separation occurred. Product analysis could not perform functional testing on the cylinders as it was being cut off. Product analysis confirmed the reported cylinder separation but could not identify a probable cause.the product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on the device history record (DHR) review and the inspection completed, the investigation conclusion code of 'cause not established' was chosen as the cylinder breakage was identified; however, the most probable cause could not be confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that due to a cylinder breakage from a tearing separation, the patient had his inflatable penile prosthesis (ipp) removed and replaced with a ipp lgx. It was also explained that one cylinder was broken on both sides and it seems to have been damaged during use. The patient was unsure how this damage occurred and that he did not use his device excessively. It was noted that the patient was stable following this surgery.